Event description:
As reported: "an advanced locking screw was implanted into a t2 alpha retrograde nail from lateral to medial direction (B)(6) 2026. Final ii shots show the screw was placed into the nail as per op tech. On (B)(6) 2026. Patient had to be reoperated to remove the advance locking screw as it has migrated medially with the head of the screw touching the nail."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.